Event description:
Consumer complaint of low blood glucose results via husband, (B)(6). Expected fasting blood glucose test result is 120 to 130 mg/dl. Customer fainted and observed symptoms of turning blue. Medical intervention required on (B)(6) 2015 due to observed symptoms and blood glucose results. Back to back blood glucose test performed at least two hours after meal with test results of 216 mg/dl and 180 mg/dl on (B)(6) 2015. Blood test performed when emergency service arrived with test results of 360 mg/dl using the emergency medical services (ems) meter. Transported to hospital and discharged from emergency room after blood glucose stabilized for hyperglycemia. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 180 mg/dl (B)(6) 2015 10:59 pm, 2: 216 mg/dl (B)(6) 2015 10:55pm, 3: 117 mg/dl (B)(6) 2015 8:10pm, 4: 166 mg/dl (B)(6) 2015 9:59 am, 5: 179 mg/dl (B)(6) 2015 12:28am, 167 mg/dl (B)(6) 2015 7:58pm.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose results via husband, (B)(6). Expected fasting blood glucose test result is 120 to 130 mg/dl. Customer fainted and observed symptoms of turning blue. Medical intervention required on (B)(6) 2015 due to observed symptoms and blood glucose results. Back to back blood glucose test performed at least two hours after meal with test results of 216 mg/dl and 180 mg/dl on (B)(6) 2015. Blood test performed when emergency service arrived with test results of 360 mg/dl using the emergency medical services (ems) meter. Transported to hospital and discharged form emergency room after blood glucose stabilized for hyperglycemia. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet evaluated.